Manufacturer narrative:
(B)(4).

Event description:
It was reported device packaging was compromised. Upon receipt at the facility, after opening the shipping carton, one of the devices packaging appeared to be open. The device was never put in inventory for use.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the package returned was damaged (ripped) at the pouch superior part, also the metal cannula was received kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported device packaging was compromised. Upon receipt at the facility, after opening the shipping carton, one of the devices packaging appeared to be open. The device was never put in inventory for use.